Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. Replacement flow sensor was sent to this customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The v60 ventilator was being serviced for preventive maintenance when it failed the air flow accuracy test. There was no patient involvement.